Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) nint511, (nanotite tm tapered certain implant 5 x 11.5mm) for evaluation. Visual evaluation was performed, the implant had signs of use with markings from the removal. A crown was attached to the implant and couldn¿t be removed. However, due to the limitations of the dyno capture, unable to detect any fractures. DHR review was completed for the subject lot number 2011120237. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2011120237 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00053-haz, the most likely root cause determined from the investigation was patient factors - occlusal loading. Therefore, based on the available information, a device malfunction could not be verified. No fractures were detected during physical evaluation. The reported fracture event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.

Manufacturer narrative:
Zimvie complaint number (B)(4). E1: last name unknown / not provided.

Event description:
It was reported that the implant at tooth site #46 was removed as it was fractured. Stress fracture, disintegrated implant.